Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The anesthesia control board and the central processing unit were removed. The cables were disconnected/reconnected, resolving the reported complaint.

Event description:
The hospital reported the unit went into a reset when the bottom drawer was forcefully closed. There was no reported patient involvement.